Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, and there was a lead warning due to low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead was capped, and later explanted and replaced. It was also reported that the patient's other ra lead also exhibited high thresholds and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the following issues were noted on the ra lead: no capture, unstable thresholds, rising thresholds and a bent helix. The ra lead was attempted to be explanted. However, extraction difficulties were encountered. The ra lead was capped and replaced.